Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed that the implantable cardiac monitor exhibited false pause episodes due to ventricular under sensing. No intervention was performed. The patient was in stable condition.